Event description:
This pt had a left total hip done in 2000 and has had several episodes of sublaxation and anterior dislocations. Pt was admitted for a revision of this total hip. The original liner was removed and replaced with an osteonics contrained insert into the original cup.